Event description:
It was reported that patient was experienced high blood glucose level of 500 mg/dl event on (B)(6) 2026 which led to hospitalization and it was treated with intravenous insulin administration.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.